Event description:
It was reported that the balloon catheter broke during advancement to the lesion. The balloon was not inflated. The device was removed in its entirety without difficulty. Another balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.